Event description:
It was reported to boston scientific corporation that an obtryx transobturator midurethral sling system device was implanted into the patient during cystoscopy with fulguration of hemangioma + transobturator sling placement procedure performed on (B)(6) 2019 for the treatment of stress incontinence, bladder hemangioma and microscopic hematuria. After the implant, it was reported that the patient had mesh erosion. On (B)(6) 2020, the patient underwent removal surgery of exposed mesh. After the removal, palpation was carefully done and there was no evidence of any residual or exposed sling and no immediate postoperative complications.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date the exposed mesh was removed. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.